Event description:
The lay user/pt contacted lifescan alleging that the product had black marks on the display, making it difficult to read the display. The display issue was unresolved with troubleshooting. There were no allegations of harm or injury.